Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The ventilator then passed all testing.

Event description:
It was reported that during patient use, when attempting to switch from assist/control mode (a/c) to synchronous intermittent mandatory ventilation (simv), the respiratory therapist pressed the accept button and the ventilator turned off. The patient was removed from the ventilator and placed on an alternate device. There was no harm to the patient as a result of this event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.